Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an unspecified cartridge alarm occurred. Reportedly, a supply change was performed to address the alarms. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided.